Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, functional testing and lcd display testing without duplicating the malfunction. The device's display connections were reseated as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the activity logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.